Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 06-aug-2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The report of "broken refrigerator latch" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to the work order wo: 01911458, the bd field service engineer (fse) reported that the lock on the refrigerator was coming loose and replaced the lock and the temperature probe. The fse asked the customer to open and close the door, and the customer verified and confirmed proper operation. During dchu visual inspection assy, hasp, rm, adjustable, slimline door with part number 133480-01 (a): the assy, hasp, rm, adjustable, slimline door was received with signs of use on the rubber bumpers, no missing components or signs of corrosion. Assy, hasp, rm, adjustable, slimline door with part number 133480-01 (b): the assy, hasp, rm, adjustable, slimline door was received with signs of use on the rubber bumpers, no missing components or signs of corrosion. Assy srm buffered temp probe with part number 136355-01: the assy srm buffered temp probe presented thermal damage in a section of the assy, cable, shielded, temperature

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, user reported a3south refrigerator latch broken. As per part return, it was determined that the thermal damaged was observed assy srm buffered temp probe along with cable there were no adverse events or injuries reported based on this event.